Manufacturer narrative:
Corrected information provided in h.6., and h.11. Additional information was provided in h.11. Correction: on initial MDR the product code of 3331 was an error. It should have been 4119 on the original MDR. A sample was not received at the manufacturing site for evaluation for the report that the plunger goes underneath the lens and then stagnates; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. Because an injector sample was not received at the manufacturing site and no lot information was provided, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A health care professional reported with the description, that the problem often seemed to be in the shooter where the plunger went underneath the lens and then stagnated. The lens did not come out of the shooter and a backup lens was used. Additional information was received and stated, the concern was with the plunger of the company injector. There are three medical device reports associated with this report. This is 2 of 3.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H10 reflects all related report numbers associated with this product event that have been submitted at this time.